Event description:
It was reported that during a da vinci-assisted first rib resection procedure, the prograsp forceps instrument broke. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the event occurred, the prograsp forceps instrument ¿slipped¿ off the rib while it was still closed, causing a jerky, snapping movement in the joint. According to the initial reporter, shortly thereafter, the jaw appeared to have jumped out of the guide, which was clearly visible in the protruding hook-shaped part of the rear branch. The instrument could then only be removed from the chest together with the 8 mm port, which was possible without any problems. No missing parts were seen on the portion of the instrument that enters the body. No fragments fell inside the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to foreign objects. Post-operative tests like an x-ray were performed and no fragments were visible. It is unclear if any fragments broke off the instrument.

Manufacturer narrative:
The prograsp forceps instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11 device evaluation: intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The instrument underwent both external and internal visual inspections, with no issues identified. The instrument passed manual articulation testing and was installed and driven on an in-house system, where it successfully passed recognition and engagement tests. The instrument demonstrated intuitive motion with a full range of movement in all directions. The grips opened, closed, and grasped properly. No broken or cracked components were observed. The instrument was fully functional, and no product issues were identified.

Event description:
Refer to h11 for follow-up information.